Event description:
The patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B2. - correction - hospitalization and other serious was not included in initial MDR. F10. - correction - e010901 should have been included in initial MDR. H6. Type of investigation - correction - b20 should have been included in initial MDR.

Event description:
It was reported that the patient had started epidiolex in early 2019. The patient seizures reduced by 50%. It was noted that in (B)(6) 2020, the patient's vns was found to be depleted. Patient was referred to neurosurgery, but delayed due to covid. Patient's seizures remained stable until one or two months ago. The patient now has weekly seizures and more severe seizures lasting 30 seconds to one minute. Patient was in the hospital due to an aspiration seizure. Patient was hospitalized for 10 days. Patient is now doing much better. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was reported to have been hospitalized and on a ventilator due to a seizure and subsequent aspiration. Patient is looking to have a battery replacement performed. No additional relevant information has been received to date.